Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the implanted battery was flipping in the pocket and wouldn't charge. It was noted that despite multiple reprogramming attempts therapy was unsuccessful. There were no known external or patient factors that contributed to the issue. The device was explanted and the issue was resolved at the time of the report.